Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) appears to be due to patient pathology/ morphology. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a recurrent mr and intervention. It was reported that on (B)(6)2023, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a short posterior mitral leaflet (pml). During a mitraclip procedure, the transesophageal echocardiogram (tee) was challenging. Two mitraclips were implanted and the mr was reduced to grade 1-2. There was discussion to implant a third clip to target the residual mr from a flail in the medial commissure, but it was decided not to attempt an additional clip due to the short pml and tee imaging difficulties. The mr reduction was considered adequate by the implanting team. On (B)(6)2023, two days post-operative, the patient presented with severe recurrent mr. The clips remained stable and well seated, and there was no tissue damage. Per the physician, the increased mr in the medial commissure was most likely due to normalization of hemodynamics and volume load. On (B)(6)2023, a second clip intervention was performed as an urgent case. One mitraclip was implanted in the residual medial commissural orifice. Implanting the clip was challenging, but successful. The mr was reduced to mild. There were no adverse patient sequelae. No additional information was provided.